Manufacturer narrative:
D15- the green stapler 30 reload has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the stapler 30 curved tip instrument (470530-08/ t10210729-0010) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer had a stapler misfire while using an endowrist 30 stapler with a green reload. The clinical sales representative (csr) stated that the surgeon reported that this has been an ongoing issue. The technical support engineer (tse) was unable to review the system error logs, but tse did perform a part history (in error log notes below) on the suspect stapler lot # (t102107290010) provided by the csr. Tse recommended for csr to tag and record stapler lot number in case customer has issues again with same stapler. Csr stated that he would call back tomorrow when they have the system connected to have logs from today reviewed. Csr stated that the surgeon did not complete the staple line with the stapler, so the customer had to use a handheld laparoscopic stapler to finish the staple line due to the staple misfire. The tse noted that instances of instrument engagement failures of this endowrist 30 stapler were present.the procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reportedly had a partial fire with an incomplete staple line on unknown tissue type. No errors were displayed by the system. The customer had no issue unclamping. They removed the stapler and completed the staple line using a laparoscopic stapler. No medical intervention was required to address the issue. The procedure was completed with no report of patient injury.